Event description:
It was reported that the home patient (hp) received a system error 2240 (air in tubing) on the homechoice (hc) during dwell 1 of 1, while the hp was connected. The hp had unclamped and uncapped the unused supply lines. The technical service representative (tsr) reviewed the proper setup procedures and advised the hp to start the therapy over using all new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This is report for system error 2240, where the home patient had unclamped and uncapped the unused supply lines during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. If any relevant information is obtained, a supplemental report will be submitted.